Event description:
Description: my husband has used clear care to clean his contacts before, but when he used it this time it caused burning and irritation after using it properly in the special container overnight. He thought it must be his contact lenses, so he threw them out. I suggested that maybe the reaction in the case was too much (I'm really not an idiot) but did not take time to investigate if further. Unfortunately, he took my advice and has severely burnt his eye. Event after flushing it and resting it overnight, it is still burning and causing severe pain. Of course, I am upset with myself, but I am more upset that nowhere on the label does it warn that it can be dangerous or cause eye injury. In a day and age when warnings are expected, a mild "if burning or irritation continues, seek professional assistance from an eye care professional" does not give any indication it can be that serious or cause anything more than irritation. Please let me know if I can do anything more to support improved labeling. Thank you. When and how was error discovered: use of the product - not because it was used improperly, but because it burned after using properly. Pt counseling provided: unk. Report's recommendations: I still do not know if the harm is permanent, but it has not healed yet. As stated above, more honest and appropriate wording such was "warning" and "danger" and "potentially serious damage" should be on the label. It should also say something to the effect to "seek immediate medical attention" rather than the mild "professional assistance" advice. (B)(6).